Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to low blood glucose of 24mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. Checked the alarm history and found low reservoir and low battery alarms. Reviewed the programming and priming technique and they were correct. The reservoir has the same amount of insulin as shown on the status screen. The customer mentioned having high blood glucose over 600mg/dl in one occasion, and another time she passed out due to low blood glucose. The customer did change the infusion set and she resolve the issue. Advised the customer to talk her doctor to make changes if needed for the basal rate. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.